Event description:
On 11/18/1997 following a catheterization procedure, an angio-seal device was deployed. Immediately post-procedure the pt started feeling pain which gradually increased and the groin became red and swollen. Three days later on 11/21/97 the pt presented to her physician with these symptoms, which were treated with antibiotics (ceftin 500 mg/day) and benadryl. On 11/25/97 the pt was seen with no resolution of previous symptoms. The right groin was listed as erythematous and warm, as well as tender and swollen. Wound cultures were taken which grew staph aureus. The pt was admitted and given IV antibiotics (unasyn 1.5 grams every 8 hrs). A surgical consult felt that the IV antibiotics would be sufficient and that an I&d was not necessary. On 12/1/97 the pt was seen for a wound infection unresponsive to oral antibiotics. The pt was experiencing to oral antibiotics. The pt was experiencing increasing pain, discharge, and induration, as well as increasing erythema of the groin. Further cultures grew coac neg staphylococcus, enterococcus faecalis, cornyebacterium species. The pt was again hospitalized and treated with IV antibiotics, following which she was discharged home. An exam on 12/9/97 showed no evidence of abscess, mildly enlarged lymph nodes, and a small satisfactorily thrombosed clotted hematoma at the groin site. No other report at that time relating to the infection or further treatment.